Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a retinal procedure, a system advisory displayed at the beginning of fluid air exchange. The staff pushed the reset, and when the system came back up, the foot pedal no longer worked. Prior to the reset, there was no problem with the foot pedal. The surgeon performed manual air/fluid exchange. The procedure was completed without patient harm.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The company service representative examined the system but did not indicate replicating the reported event. The company service representative replicated the problem with the footswitch. The footswitch cable was replaced. Unrelated to the reported event, the lower tray arm tower bracket was broken. The tower bracket was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The footswitch was manufactured on (B)(6) 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported system message cannot be determined conclusively. The root cause of the reported footswitch issue can be attributed to a nonconforming footswitch cable. The manufacturer internal reference number is: (B)(4).